Event description:
The customer contact reported the pt received more midication than intended. At an unspecified time, the secondary line of the pump was programmed to deliver an unsoecified concentration of magnesium sulfate at a rate of 25mf/hr with a vtbi of 100ml and the delivery was started. No further programming parameters were provided. Approximately 10 minutes later, the nurse noted that 100ml had delivered. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required.